Event description:
It was reported by the patient within approximately three months post implant that the device had kind of turned to the side and was painful. Follow up was attempted with the clinic and it was found the patient had not been checked since the patient's report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.